Event description:
It was reported that the patient had a lead revision in 2008. The manufacturer device registry showed that the patient was implanted with a new extension and ins in 2008, which is likely the procedure the reporter was referring to.

Manufacturer narrative:
Product ID 3998, lot# v008902, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger, product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).